Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 40 mg/dl. Reportedly, customer became distracted while delivering a bolus, and delivered multiple boluses. Customer required assistance from paramedics to treat bg level via intravenous glucose. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted